Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Awaiting receipt.

Event description:
Our rep is reporting the following to us: during an acl repair the surgeon noted that there were some metal shavings/debris emanating from both a 6mm and a 7mm femoral aimer and falling into the joint space; the debris was removed via a shaver. Both devices had some damage; the 7mm tip bent and the 6mm a burr, are over 4 years old and have seen some heavy usage. They are reporting no patient issues. Also see associated MDR 1221934-2013-00343

Manufacturer narrative:
The complaint device was received and visually evaluated: we could not discern any damage or anomalies to the complaint device. We cannot tell anything from this; we cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting the following to us: during an acl repair the surgeon noted that there were some metal shavings/debris emanating from both a 6mm and a 7mm femoral aimer and falling into the joint space; the debris was removed via a shaver. Both devices had some damage; the 7mm tip bent and the 6mm a burr, are over 4 years old and have seen some heavy usage. They are reporting no patient issues. Also see associated MDR 1221934-2013-00343.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.